Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported customer states failed volumetric testing 20 ml @200 ml/hr, which was confirmed during evaluation. A review of the event history log did not identify the reported issue. The cause was determined to be an out of adjustment pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volumetric testing at 20 ml @200 ml/hr. There was no patient involvement. No additional information is available.